Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. Additional information received from long text that the patient was alleging skin irritation, dizziness and/or headache, nausea/vomiting asthma (new or worsening), kidney disease/toxicity and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. In box b: adverse event or product problem as both and outcomes to ae as other was updated. In box h: type of reported complaint as serious injury was updated. In box h: patient outcome code grid, health impact code was updated. Box e: reporting address line 1, reporting address city, reporting address state and reporting address postal has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the sd card cover was missing. Dust-like contamination was observed on the top enclosure, right side panel, in the air inlet, and on the bottom enclosure. An unknown contamination was observed on the left side panel. Potential dried liquid spots were observed on the right-side panel, and in the iso port. A potential hair-like particle was observed on the right-side panel. Pil observed one of the anti-slip pads on the bottom enclosure was missing. A whitish dust-like contamination was observed on the interior side of the bottom enclosure. Potential signs of thermal activity were observed on the interior side of the top enclosure and on the red and black wires of the j9 connector. Pil observed a large area of corrosion (potential liquid ingress) around the control knob of the pca. The corrosion has reached the opposite side of the pca. Residue from the corroded pca was observed on the blower cap. Dust-like contamination was observed on the pca, blower cap, iso port, blower motor, sound abatement foam and walls of the bottom enclosure. Dried liquid spots were observed on the interior side of the blower cap, on, under and in the blower motor, and on the blower housing. Pil observed a small amount of degraded sound abatement foam on the bottom of the blower housing. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.